Manufacturer narrative:
(B)(4).

Event description:
Additional information later reported that the issue was that the patient's pump was flipping. When the hcp went into replace the pump they found the catheter was disconnected. The patient reported that they replaced the pump but that they did not ¿reconnect¿ the catheter right. There was medication going into the pocket. The patient did not experience symptoms. It was also noted the patient was not having back surgery and the patient has not had any previous back surgeries.

Event description:
It was reported that the patient went in for a routine pump replacement due to eri (elective replacement indicator). When they opened up the pocket, the catheter/connector was disconnected from the pump. A new connector was added prior to attaching the existing catheter to the new pump. Following the replacement they were cutting the patient¿s dose in half and keeping the patient overnight for observation. No symptoms had been reported by the patient prior to the replacement surgery. The pump was delivering morphine and baclofen. It was later reported that the existing catheter was patent. The baclofen was compounded baclofen. It was later reported that the patient was in the hospital. He had his pump replaced two days ago and he had a back problem, so they did an operation on his back. They were not going to admit him for therapy because they said he hadn¿t shown enough improvement. The patient felt that this was because they had lowered his dose following the pump replacement. The patient hadn¿t been able to get a hold of his pump managing physician, but planned to try again. It was later reported that the patient was doing well.

Event description:
Additional information later reported the patient didn't know if the catheter was disconnected from the pump or if it was disconnected from his spine. The patient reported that what he did know was that the medication was not going to his spine.

Manufacturer narrative:
Concomitant products: product ID: 8575, lot# n087324, implanted: (B)(6) 2007, explanted: (B)(6) 2013, product type: accessory. Product ID: 8709, lot# j11207r18, implanted: (B)(6) 2002, product type: catheter. (B)(4).